Manufacturer narrative:
Insulin pump was received with unresponsive buttons due to keypad connector (j2) on liquid crystal display board unlocked. Insulin pump had cracked case at display window corner, minor scratched liquid crystal display window and cracked reservoir tube lip. (B)(4)

Event description:
It was reported that the insulin pump buttons were unresponsive. Customer's blood glucose was 115 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.